Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater than 600 mg/dl) and 33 mg/dl. Customer was feeling hypoglycemic symptoms of sweating when he obtained the readings. His colleague dropped the meter by accident and then tested the customer with a reading of hi while his hands were sweaty. Customer then retested at 33 mg/dl and consumed a candy bar and some pineapple juice. Reading after treatment (20 minutes) was 66 mg/dl. Customer felt better after 20 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.